Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Date the peritonitis event was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy, and the patient subsequently died. The reported cause of the peritonitis was suggested as the nephrostomy however, the clinical coordinator could not confirm the information, so the cause has been assessed as unknown. While hospitalized for an unrelated medical condition, the patient was diagnosed with peritonitis. Apd therapy was discontinued on an unknown date prior to hospitalization. The patient was treated with vancomycin 1g once a week (route not reported) for peritonitis. Twelve days after admission to the hospital, the patient passed away. The patient had received 3 doses of vancomycin; however, it was unknown if the patient recovered from the peritonitis event prior to death. The patient had remained hospitalized prior to death. The patient was not connected neither to the homechoice device nor was the patient undergoing any type of dialysis treatment. The cause of death was due to unrelated medical condition; however, it was not reported if an autopsy was performed. No additional information is available at this time.